Event description:
The reporter stated that the surgeon attempted to insert an aa4204vf single piece silicone lens and the lens tore. No patient injury.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that one lens haptic is partially torn off and missing. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.